Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: evaluation on going.

Event description:
Country of complaint: (B)(6). Inner foil was welded with outer foil.

Manufacturer narrative:
Manufacturing evaluation: samples received 1 open pouch. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received one open unit without second pack. Receiving one open sample, without defective samples showing the defect a suitable analysis cannot be performed on the customer complaint. Final conclusion: complaint is not justified. Corrective/preventive actions: complaint will be included in the analysis of trending, and corrective action will be open if applies.